Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause was a broken speaker harness. The speaker harness has been replaced. Additional: the user interface module master software version is 6.13.90, categorized as remediated. A service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a 550:332:650:0000 failure code. There was a failure to audibly alarm. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is currently unknown.